Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision lcs, surgeon - (B)(6), (B)(6) hospital (B)(6) 2018. Revised for femoral loosening, tibia in slight varus. Relevant patient pre-existing conditions: obese as per bmi calculations. Female patient, initials (B)(6), aged (B)(6) years, dob: (B)(6). Unknown jrn: std left lcs femur, std 10 mm poly, 2.5 duofix tibia. Doi:unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.